Manufacturer narrative:
(B)(4).

Event description:
The consumer reported charging too often. It was reported that they were charging after every three half days. It was reported that this was different than before. The patient reported that the implant date was (B)(6) in 2015. It was reported by the patient that they took the programs from the old implant and put it into the new implant and they were charging three and half days. They previously charged every seven days with their old implant. The patient reported that they had to spend twice as much time to charge their implant and they don't have time for that because they have fibromyalgia and an incredible amount of pain. The patient had not recently been reprogrammed or switched to a new group and the patient had not had the need to increase parameters recently. The patient had a rechargeable that was suppose to shut down (B)(6) 2015 and only had to charge it every 7 days. It was reported to be on the same setting for the last 3 years and they never touched the settings. The patient reported that they are "stuck" with the battery. It was later confirmed that the pain stimulator was implanted on (B)(6) 2015. The patient had a physician appointment in early december but no procedures. Relevant medical history includes spinal pain. Additional information received reported the patient had been charging every 3.8 days. And had been charging this often since implant. The caller wanted a recharge interval calculation for a new group she wanted to try with the patient: 1 program- at 6.3 v (amp), 450 us (pw), group impedance 180 ohms, 2 anodes, 2 cathodes, 60 hz (rate), running 24 hoursa day. Recharge interval bol: 2.58 days recharge interval eol: 2.08 days. The new group would cause the patient to recharge more than he already was so the caller decided to not use that group. The group that the patient was on (that caused him to charge every 3.8 days) was at these settings. Group a with 2 programs a1 was programmed on contacts 1 ,0 and 3. Group impedance: 379 ohms a2 was programmed using 9 contacts (4 cathode and 5 anodes) group impedance: 200 ohms tss reviewed all electrode impedances from both program a1 and a2. All electrodes impedances were within normal range (all were within 500-700 ohm range, except contact 2 which was over 10,000 ohms, however contact 2 was not being used in programming. It was reviewed that using a group with 9 contacts lit up could cause lower group impedance. Caller would try reprogramming to make the time between recharging longer. It was further reported the patient was charging every 2-3 days. Caller stated she doesn't know when pt started to have issues with recharging more frequently. Caller's main question today was to ask if cycling would reduce recharging interval. Ts told caller that it really depends on how cycling is programmed. Ts also suggested change in hz and usec as a consideration in recharge interval. Further information was reported that reprogramming did not change the charging interval. The patient wanted another battery with a longer interval time. The representative was informed and he was following up with patient and physician. Further information was reported that the patient was charging every 3 days and with the previous device, they were charging every 11 day. Technical services ran calculations with some theoretical numbers: 3.5 volts, 450 usec, 60 hz, and 1000 ohms the 97714 gave bol of 22.19 days, and the previous ins bol was 72.1 days, which showed significant difference it the recharge interval. Caller was not sure if the patient had this complaint since his most recent implant, but said the patient complained in the last week or 2. The complaint was received by another colleague. The representative was to meet with the patient to investigate further. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the patient¿s device was replaced with a new device that has a different battery capacity and their current battery doesn¿t hold a charge as long as their old battery did with the same settings. In an attempt to troubleshoot the issue reprogramming attempts were made to increase recharging intervals but they were unable to do so without losing the coverage needed. The device was eventually replaced and the issue was noted to be resolved at the time of the report.

Event description:
Additional information received reported that the actions/interventions taken to resolve the chest pain and elevated blood pressure was unknown per the patient's report. The cause of the issue was unknown. It was unknown if the issue had been resolved as the healthcare provider (hcp) had not seen the patient.

Event description:
The patient reported that he was implanted with the wrong implantable neurostimulator (ins) model on (B)(6) 2015, because the patient had to charge more frequently with this model than with the previous ins. At the implant surgery on (B)(6) 2015, the patient stated that a manufacturer representative had told him the ins was charged. Three days later or "sunday whatever date it was," the patient's ins went dead and he had to charge it. Since then through the early part of (B)(6) 2016, the patient was getting 3.5 days out of a charge. With the patient's previous ins model, he was able to get 9-10 days. The patient began working manufacturer representatives in (B)(6) 2016 and reprogramming was done 3 or 4 times. It was noted that "they came up with 3.8 hours on his ins." After the ins was reprogrammed, the issue became worse; the ins shut off 5-6 times, the patient started charging every 2.5 days for 4-5 hours. On saturday, the patient went to charge the ins, and the ins was off again. Sometimes the patient charged until 3:00 am. The patient also reported that he was experiencing pain, the ins was not covering the pain, and it was worse since a manufacturer representative had reprogrammed it. It was also reported that a manufacturer representative was made aware on (B)(6) 2016 that the patient had been in the hospital with chest pain and high blood pressure. Diagnostic testing performed included stress test, CT scan, and x-rays of the patient's heart and chest; the patient's heart healthcare professional and primary healthcare professional agreed that the chest pain and high blood pressure were due to the patient's stress from charging every 2.5 days. The patient noted that no steps were taken to resolve the reported issues as of (B)(6) 2016.